Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 65mg/dl at the time of the incident. The customer requested assistance with o ring on the reservoir. The insertion point was missing. The customer reported that she was putting the reservoir into the pump and noticed an o ring missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.